Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. Customer¿s blood glucose level reached 400 mg/dl, and bg level also displayed as ¿high¿ however, a specific value was not provided. The elevated bg was addressed by giving both a correction injection via manual insulin therapy and a correction bolus via the pump and by skipping a meal. No third party assistance was required. Customer changed infusion set and cartridge to address the issue. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide.